Event description:
It was reported there was a loud noise and a brief flash of flame from the oxygen regulator as the valve of the cylinder to which it was attached was opened. The nurse suffered a burn to the palm of hand. There was a black substance through the cannula that was attached to the pt. Another nurse, who was ten feet from the regulator, claims to have been thrown by the "explosion," suffering a hip injury.